Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing which included daily/weekly/monthly self-testing without duplicating the customer's report. Review of the device activity log showed errors caused by prolonged use of a depleted battery, resulting in communication issues between the main and safety processors. The device was prompting for 19 months before it was addressed by the user. The device will communicate to the user that it is not rescue ready by providing auditory beeps every 30 seconds and displaying a red rescue ready (nvi) indicator. This report has been attributed to unaddressed advisory messages. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.